Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer service that their cassette leaked during an unknown phase of pd treatment. Upon follow up, the pd registered nurse (pdrn) confirmed the reported event. The pdrn reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was treated with one dose of prophylactic antibiotics 2g ceftazidime and 1.5g vancomycin via intraperitoneal administration. The cassette used by the patient is available. A sample return kit was shipped to the customer so they can return the reported cassette to the manufacturer. The reported cycler was replaced after the second occurrence and patient has been able to complete treatment without any issues. That cycler has been returned to the manufacturer for physical evaluation.